Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fatal multiple organ dysfunction syndrome ("s passed away due to multisystem dysfunction which devolved into established refractory multiorgan failure") and heavy menstrual bleeding ("menstrual cycle that either was absent for two months or which would not cease for over two weeks.") In a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2. In 2010, the patient had essure inserted. On (B)(6) 2024 she experienced multiple organ dysfunction syndrome (seriousness criterion death). On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), headache ("tremendous headaches"), fluid retention ("fluid retention") and menstruation delayed ("menstrual cycle that either was absent for two months or which would not cease for over two weeks."). The patient was treated with surgery (hysteroctomy). The patient died on (B)(6) 2024 and the reported cause of death was multiple organ failure. At the time of death, the outcomes for heavy menstrual bleeding, headache, fluid retention and menstruation delayed were unknown. The reporter considered fluid retention, headache, heavy menstrual bleeding, menstruation delayed and multiple organ dysfunction syndrome to be related to essure administration. The reporter commented: in february of this year. She had spent a year going to her primary care physician and her gynecologist because she wanted them to remove her essure device, a permanent contraceptive method made of two small titanium and nickel coils that block the fallopian tubes. She had it since 2010. In the last few years, she was suffering from tremendous headaches, fluid retention and a menstrual cycle that either was absent for two months or which would not cease for over two weeks. Medical documents indicate that she had a hysterectomy performed, a surgical procedure which consists of the removal of the uterus. After the first few days went by without any complications, a string of operations lasting weeks and then months ensued, according to husband and father to her two children. On (B)(6), she passed away due to multisystem dysfunction which devolved into established refractory multiorgan failure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fatal multiple organ dysfunction syndrome ("s passed away due to multisystem dysfunction which devolved into established refractory multiorgan failure") and heavy menstrual bleeding ("menstrual cycle that either was absent for two months or which would not cease for over two weeks.") In a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2. In 2010, the patient had essure inserted. On (B)(6) 2024 she experienced multiple organ dysfunction syndrome (seriousness criterion death). On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), headache ("tremendous headaches"), fluid retention ("fluid retention") and menstruation delayed ("menstrual cycle that either was absent for two months or which would not cease for over two weeks."). The patient was treated with surgery (hysterotomy). The patient died on (B)(6) 2024 and the reported cause of death was multiple organ failure. At the time of death, the outcomes for heavy menstrual bleeding, headache, fluid retention and menstruation delayed were unknown. The reporter considered fluid retention, headache, heavy menstrual bleeding, menstruation delayed and multiple organ dysfunction syndrome to be related to essure administration. The reporter commented: in february of this year. She had spent a year going to her primary care physician and her gynecologist because she wanted them to remove her essure device, a permanent contraceptive method made of two small titanium and nickel coils that block the fallopian tubes. She had it since 2010. In the last few years, she was suffering from tremendous headaches, fluid retention and a menstrual cycle that either was absent for two months or which would not cease for over two weeks. Medical documents indicate that she had a hysterectomy performed, a surgical procedure which consists of the removal of the uterus. After the first few days went by without any complications, a string of operations lasting weeks and then months ensued, according to husband and father to her two children. On (B)(6) 2024, she passed away due to multisystem dysfunction which devolved into established refractory multiorgan failure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-may-2024: quality safety evaluation of ptc. 22-may-2024: health authority reference number added. 22-may-2024: no new information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fatal multiple organ dysfunction syndrome ("(B)(6) passed away due to multisystem dysfunction which devolved into established refractory multiorgan failure") and heavy menstrual bleeding ("menstrual cycle that either was absent for two months or which would not cease for over two weeks.") In a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2. In 2010, the patient had essure inserted. On (B)(6) 2024 she experienced multiple organ dysfunction syndrome (seriousness criterion death). On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), headache ("tremendous headaches"), fluid retention ("fluid retention") and menstruation delayed ("menstrual cycle that either was absent for two months or which would not cease for over two weeks."). The patient was treated with surgery (hysteroctomy). The patient died on (B)(6) 2024 and the reported cause of death was multiple organ failure. At the time of death, the outcomes for heavy menstrual bleeding, headache, fluid retention and menstruation delayed were unknown. The reporter considered fluid retention, headache, heavy menstrual bleeding, menstruation delayed and multiple organ dysfunction syndrome to be related to essure administration. The reporter commented: in (B)(6) of this year. She had spent a year going to her primary care physician and her gynecologist because she wanted them to remove her essure device, a permanent contraceptive method made of two small titanium and nickel coils that block the fallopian tubes. She had it since 2010. In the last few years, she was suffering from tremendous headaches, fluid retention and a menstrual cycle that either was absent for two months or which would not cease for over two weeks. Medical documents indicate that she had a hysterectomy performed, a surgical procedure which consists of the removal of the uterus. After the first few days went by without any complications, a string of operations lasting weeks and then months ensued, according to husband and father to her two children. On 3 may, she passed away due to multisystem dysfunction which devolved into established refractory multiorgan failure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal verification argus cases (B)(4) are found to be duplicate of each other, therefore case (B)(4) needs to be nullified from argus database. All source documents, references, events & reporters were transferred retention case. (Legacy device number 2951250-2024-00329). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.